Event description:
The technician alleged that the left foot brake caster was not holding. No pt impact.

Manufacturer narrative:
The technician replaced the left foot brake caster to resolve the issue.